Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. Device explanted and replaced.

Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on posterior, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior, striated opening, wear abrasion and crease fold. Base on the device analysis the final assessment is: crease sharp opening on posterior assessed as fold flaw opening. A striated opening assessed as surgical damage.